Event description:
On (B)(6) 2025, the beta bionics ilet user reported that the ilet touchscreen became unresponsive when the battery was low. After charging to 100%, the user confirmed that the lower portion of the screen was responsive but the upper portion remained unresponsive despite multiple attempts. A replacement ilet and hard case were arranged for overnight delivery. The user will utilize multiple daily injections until the replacement arrives. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.